Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: during a procedure on (B)(6) 2012, the front cutter was used to cut a 1.1mm cerclage wire. Reportedly, the cutter end was broken and rust was found at the cracked area. It is suspected the cutter was weakened due to rust developed around the area. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record reports the complaint to be indeterminate. Per source document. The examination of the raw-material testing certificate and the manufacturing documents showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao-asif specification and with the international standard. We are not aware of any other similar reports related to this article and lot number. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination of the raw-material testing certificate and the manufacturing documents showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Synthes is not aware of any other similar reports related to this article and lot number. The surfaces of the cross-sections are homogenous; no anomalies of materials structure were found. The complaint statistic of this article does not show an increased breakage rate.